Event description:
The clinic reported that a pt was overcorrected in both eyes following laser vision correction procedures. The pt's visual acuity in the right eye is 20/40 and the left eye is 20/30.

Manufacturer narrative:
The calibration plastics were reviewed by the clinical staff and their assessment is that the sphere reading is being read incorrectly and this may be related to the over correction. Additional info has been requested from the distributor and service provider. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.